Event description:
It was reported that when physician interrogated the patient's generator it showed a lot of errors. They tried to reset the generator 2 times and still get the errors. The battery levels showed as 75% but was not able to deliver current. Patient was not able to report whether they are sensing stimulation due to cognitive difficulties. Patient has currently no perceived benefit of vns as reported by care takers. He attached programming data and mentioned that the patient's device has been disabled. The internal data was reviewed and it was determined that the patient was in a stim inhibited state during interrogation, indicating that the reed switch of the generator was closed even though a magnet was not present. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was later reported that they tried to swipe the patient's magnet back and forth rapidly but the reed switch remained stuck. Nothing unusual happened to the patient on the dates that the reed switch became stuck. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.